Event description:
It is reported that the pt tripped over a rug, resulting in a periprosthetic fracture.

Manufacturer narrative:
Eval summary: the original surgical notes stated that the left hip was stable during the trial range of motion. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.